Event description:
Trinity revision of the cocr modular head after 8 days due to a periprosthetic fracture following a fall.

Manufacturer narrative:
Case(B)(4). Initial report additional information, including operative notes, whether the patient followed correct post-op protocol, patient activity level and weight, what the patient was doing at the time of the fall and an update on the patient post revision has been requested in order to progress with the investigation of this event, and if received, will be provided in a supplemental report upon completion of the investigation. The appropriate device details have been provided and the relevant device manufacturing records will be identified and reviewed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Manufacturer narrative:
(B)(4). Final report. Additional information, including operative notes, whether the patient followed correct post-op protocol, patient activity level and weight, what the patient was doing at the time of the fall and an update on the patient post revision was requested in order to progress with the investigation of this event, however, this information could not be provided. The appropriate device details were provided and the relevant device manufacturing records have been identified and reviewed. Review of these records revealed no product non-conformity or deviation from process that would have caused or contributed to this event. There has not been a malfunction or deterioration in the effectiveness of a corin device. The patient fell post primary surgery and sustained a peri-prosthetic fracture. Resulting in a revision of the femoral head. Therefore, no further investigation is required and this case is now considered closed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.